Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00442, 00443, 00445.

Event description:
Allegedly removed during revision of another component.

Event description:
Allegedly removed during revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.